Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, they tried to implant but had to remove it due to it breaking up. There was patient contact. Additional information was provided indicating that the iol was torn and the iol jammed in the inserter during insertion into the eye.